Event description:
Information extracted from a legal claim notes that on january 23, 1995, the patient became ill and an ambulance was called. An emergency medical response provider deter- mined that the pacemaker was not functioning. The pattient was taken to the hospital where she died the same day.